Event description:
The patient received an examination from a physician in 2007, due to elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a broken motor mount but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.